Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with high blood glucose levels. The customer states they had previously troubleshot but the issues persist. The customer's blood glucose level was 293mg/dl. The customer believed the issues were with the bolus wizard. The customer declined to troubleshoot and requested the pump be replaced. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.